Event description:
It was reported from an animal hospital " [ the user] was using the stapler to close a surgical incision. Would work for the first couple then it would jam and get stuck on the skin". Another device was used to complete the procedure. The patient's current condition is reported as "fine". Please see associated MDR # 3003898360-2024-00629.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 36 staples remaining in the cover block. No clear evidence of use in the form of biological material was present on the device. Residue was observed on the pusher component. It could not be determined whether the residue was present prior to use or became present as a result of device use. Therefore, the source of the residue could not be conclusively determined since the sample was not received closed in its original packaging. Additionally, the residue was not reported by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. A device history record review was performed, and no relevant findings were identified. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of failure to function-caught/stuck in skin could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported from an animal hospital " [ the user] wss using the stapler to close a surgical incision. Would work for the first couple then it would jam and get stuck on the skin". Another device was used to complete the procedure. The patient's current condition is reported as "fine". Please see associated MDR # 3003898360-2024-00629.